Manufacturer narrative:
The customer reported that the patients' initial results were input correctly into the instrument, and used for treatment decisions. Two weeks later, it was discovered that two patient ID's had been inverted in the memory, and the names associated with those ID's had been swapped. The cause for the error is unknown.

Event description:
Hold - sdacustomer reported that 2 patient demographics were inverted on the instrument. Customer indicated that patient information for a patient named "(B)(6)...." Has been in the instrument since (B)(6) 2013 and associated with patient ID (B)(6). Customer indicated that patient information for a patient named "(B)(6)..." Has been in the instrument since (B)(6) 2013 and associated with patient ID (B)(6). Customer reported that patient named "(B)(6)" was now associated with the patient ID of the patient named "(B)(6)...". This switch occurred sometime between (B)(6) 2013. There was no report of injury as a result of this event.